Event description:
It was reported, catheter tubing sheath crack. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of crack in microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer sheath was returned for evaluation. Visual observation of the photograph shows an assembled microintroducer. Small tears and deformation of material are observed at the distal end of the microintroducer sheath. No other damage, blood, or use residue can be observed on the microintroducer from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.